Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while checking the device battery life, this device came up with grey bar. The device was left in room temp for 48 hours then interrogated again. Grey bar was still present. The device was returned for analysis. No patient was involved in this event.